Event description:
The device was explanted when noise was observed on the egm. It was also reported that the noise caused inappropriate charging and therapy delivery. The lead system was tested and found to be ok.